Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager connected to pyxis did not close properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 16239352 was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager connected to pyxis had not been closing properly. The field service engineer (fse) found the station with smart remote manager (srm) failed; the customer was able to open the refrigerator door, but it was not registering as closed. The fse opened the remote manager column and found that the latch was unable to catch the door hasp. The latch was removed and replaced with an adjustable hasp. Once replaced, the customer tested opening and closing the refrigerator door, and the remote manager registered it as closed with good results. The customer tested multiple times successfully. The door hasp was replaced with an adjustable hasp. The system functioned as intended after the field service engineer repaired the device.